Event description:
It was reported by the patient that he is having issues with his stimulator. The patient said he is experiencing an increase in pain and a stabbing pain just below his knee. In addition, he feels like his foot is asleep in the toes and ball of his foot. The patient has worn the stimulator for 2 weeks and said these issues came on about a week after wearing the stimulator. I asked the patient to discontinue the use of the stim until he hears from customer service. He is due to follow up with the nurse practitioner in his pcp's office tomorrow and I would plan to follow up with him wednesday to see if his symptoms improved. The patient stated that he also treated with the stimulator below the knee (which is not the area of the fracture). I told him not to do it again because the doctor was concerned about the fracture site on the femur and didn't mention the tibia. The patient agreed and said he would not do it again. The patient wears the stimulator for about 15 days and notices that the pain has increased. The patient contacted his doctor and left a message and was never heard back. A patient has an appointment with his primary care physician regarding pain and numbness in his right leg. The patient has stabbing pain just below the knee and shooting down the leg. The patient reported that his right leg was swollen and purple. The swelling started about a week ago. It started turning purple about a week ago. The leg is numb around the toes and the ball of the foot. The pain, swelling, and numbness started about 6 to 7 days after starting to use the simulator. The pain is below the skin. The pain level is about a 6 but when he gets the shooting pain 8 or 9. The leg is tremoring really badly which also causes pain. The patient stopped using the stimulator about an hour ago. The pain has not subsided. The patient is not putting any weight on his leg, and he has not started physical therapy yet. The patient is not taking anything for the pain. I asked the patient to give us a call back with an update from his pcp and surgeon. The patient will be contacting his surgeon. They will call us back with an update as soon he speaks to his surgeon and pcp.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device not was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G1: contact office updated . G3: date received by manufacturer added . G6: type of report updated . H2: follow up type added. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date. H6: component code 761 - coil. H6: impact code 4649 - unanticipated adverse device effect. H6: clinical code 1994 - pain. H6: clinical code 2415 - numbness. H6: clinical code 4577 - swelling/ edema. H6: clinical code 2074 - skin discoloration. H6: device code updated to 2682 - patient-device incompatibility . H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4114 - device not returned. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusion added 4315 - cause not established. H10: additional narratives/data . The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he is having issues with his stimulator. The patient said he is experiencing an increase in pain and a stabbing pain just below his knee. In addition, he feels like his foot is asleep in the toes and ball of his foot. The patient has worn the stimulator for 2 weeks and said these issues came on about a week after wearing the stimulator. I asked the patient to discontinue the use of the stim until he hears from customer service. He is due to follow up with the nurse practitioner in his pcp's office tomorrow and I would plan to follow up with him wednesday to see if his symptoms improved. The patient stated that he is also treated with the stimulator below the knee (which is not the area of the fracture). I told him not to do it again because the doctor was concerned about the fracture site on the femur and didn't mention the tibia. The patient agreed and said he would not do it again. The patient wears the stimulator for about 15 days and notices that the pain has increased. The patient contacted his doctor and left a message and was never heard back. A patient has an appointment with his primary care physician regarding pain and numbness in his right leg. The patient has stabbing pain just below the knee and shooting down the leg. The patient reported that his right leg was swollen and purple. The swelling started about a week ago. It started turning purple about a week ago. The leg is numb around the toes and the ball of the foot. The pain, swelling, and numbness started about 6 to 7 days after starting to use the simulator. The pain is below the skin. The pain level is about a 6 but when he gets the shooting pain 8 or 9. The leg is tremoring really badly which also causes pain. The patient stopped using the stimulator about an hour ago. The pain has not subsided. The patient is not putting any weight on his leg, and he has not started physical therapy yet. The patient is not taking anything for the pain. I asked the patient to give us a call back with an update from his pcp and surgeon. The patient will be contacting his surgeon. They will call us back with an update as soon he speaks to his surgeon and pcp.